Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device's balloon did not inflate when attempted to create access. Another trocar was used to complete the case. There was no patient injury. The patient status was unknown.